Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt unable to complete incoming functional testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.